Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: (B)(4) ICD implanted on (B)(6) 2013. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had a "possible insulation failure." Short interval counts were also noted. The patient wore a wearable defibrillator vest until the lead was capped and replaced. No patient complications have been reported as a result of this event.